Event description:
It was reported that a deflation issue occurred. Vascular access was obtained via femoral artery. The target lesion was located in the non-calcified and moderately tortuous abdominal aorta. A ratio of 1:1 contrast media and saline was used. A 33/7/2/100 equalizer balloon catheter was used to dilate the lesion. Following dilation, two deflations were made but was unsuccessful. A 20cc syringe was then used on the third deflation and it took 15 seconds to deflate the balloon. The device was removed without problem and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint sample was returned for evaluation. Both proximal and distal balloon bonds were examined and found to meet the required minimum bond length specification. The balloon was visually inspected and no defects were noted. The balloon was inflated with water and was successfully deflated within 5 seconds. No delay in balloon deflation was noted. Both balloon lumen and inject lumen were examined and were found to be free from any blockages. The catheter shaft was examined for cosmetic defects and none were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that a deflation issue occurred. Vascular access was obtained via femoral artery. The target lesion was located in the non-calcified and moderately tortuous abdominal aorta. A ratio of 1:1 contrast media and saline was used. A 33/7/2/100 equalizer¿ balloon catheter was used to dilate the lesion. Following dilation, two deflations were made but was unsuccessful. A 20cc syringe was then used on the third deflation and it took 15 seconds to deflate the balloon. The device was removed without problem and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.